Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) battery status earlier than expected. The device has been implanted for 36 months. There was concern that the battery depleted prematurely. The device remains implanted.